Event description:
It was reported that during the surgery, could not fire. Changed another one to continue the surgery, after fired, the knife moved to the distal end, but could not return knife automatically. Knife reverse button could not work. Used manual override lever to return knife. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 7/21/2022. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/30/2022. D4: batch # u5e94m. Investigation summary: the product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the joint cover damaged and with one ecr45w reload(b) and one ecr45b reload(c) present. Both reloads were received partially fired 1/10. After further analysis the articulation mechanism was noted to be damaged as would not hold the articulation setting. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged. Regarding the condition of the reloads, it is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Regarding the condition of the articulation mechanism, it is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished pse45a with lot number u95f6h, and no non-conformances were identified. Manufacturing date: 10/13/2020. Expiration date: 09/30/2023.